Manufacturer narrative:
Inspected one opened/used sensor and found needle hub separated from sensor base. Then, performed visual inspection and found insertion needle bent inside the needle hub. No break needle during analysis. Unable to perform insertion/needle complaint due to customer return sensor/needle opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cannula was missing at the one sensor and second one had a blood on it. Customer's blood glucose level was unknown. Customer reported that they noticed the issue after removal of sensor. Customer reported that the sensor would not register so she took it off and realized it was missing. Customer was not reporting that the sensor or introducer needle fractured while in the body. Customer was advised to return the sensor. The sensor will be returned for analysis.